Event description:
The customer reported that two patients with a previous history of being group a2b positive reacted negative in the anti-a microtubes on the ortho provue analyzer. The samples were typed as group b positive. Visual inspection of the processed gel cards was not performed. The customer sent the results to their lis which has a feature to request the user to review results when results are discrepant from the patient history. The customer reviewed the patient history and determined that both patients had previous history of a2b pos. The incident occurred on (B) (6) 2009. The sample was typed as ab positive in manual gel test using the same lot of gel cards from lot #010709037-32 and 0.8% affirmagen lot#8a441. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer (fe) arrived at the site, reviewed the image of the gel card processed (from 6 days ago) and indicated that the image looked negative. The customer reported of two samples that reacted negative on the provue. However, it is unclear which sample ID/ gel card was reviewed by the fe. The fe performed all camera adjustments and alignments and ran a reference image. Patient's and qc samples were repeated. Qc passed, however, the patient result was negative. The customer tested the sample in manual gel test using the same lots of gel cards and results were concordant (negative) with the provue results. Samples were not submitted to ocd, therefore additional investigation could not be performed. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated. (B) (4). This complaint is also reported under medwatch MFR # 1056600-2009-00131 for mts a/b/d monoclonal and reverse grouping card lot# 010709037-32 since negative reactivity was obtained in manual gel test while the ocd field engineer was on site (B) (4).